Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, the cgm was 400 mg/dl and the insulin pump administered a basal insulin dose of approximately (B)(4) units. Although the bg on the device was showing high, the patient stated that their bg was critically low around 50 mg/dl. It is not known if the patient checked a bg or if this was their estimated bg since he mentioned he did not have any test strips to very a manual bg finger stick. The patient was found unconscious by his girlfriend. She took him to the emergency room. Upon arrival, a bg was checked and it was 37 mg/dl while the cgm was 300 mg/dl. The patient was treated with glucagon and IV sugar water. The patient went home the following day at 3:00am with a bg of 110 mg/dl. It was also reported that the cgm was displaying "high" with 2 arrows up and the bg was 250 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.